Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx was failing the ECG test in op check.there is no indication of patient involvement.